Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes of 415 mg/dl and 119 gm/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The complaint was not confirmed and no new issues were observed. All results were within range spec during control solution testing. In addition, the reported reading of 119 mg/dl was found in the meter's memory log. The reading of 415 mg/dl was not found, however, a reading of 410 mg/dl was found and within 10 minutes.